Event description:
Device shows defib fail 0b message. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual involved was returned by the user facility. Evaluation by welch allyn confirmed that the complaint of "defib fail 0b" error message. The investigation revealed that a blown fuse was the cause of the error message. A review of previous repairs involving the component identifies six occurrences from august 2002 to present in a population of devices. The frequency of this problem appearing in distributed devices is rare, occurring at an annualized rate of approximately 0.077%. The circuit board which incorporates the identified fuse was replaced, the device was tested and passed all performance testing and returned to the customer.